Manufacturer narrative:
Console is not returning for evaluation. Reported issue was identified as broken rear power bracket for thermogard console. Customer was provided with the part number for replacement. Console was repaired at customers' site. The thermogard xp ivtm system is a reusable device and was manufactured in 2010 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4). Date of event is unknown.

Event description:
As reported, customer observed a broken rear power bracket on thermogard xp ivtm system (B)(4). No additional information was provided. No known patient consequences or harm was reported.